Event description:
The article "" was reviewed. Use of a septal occluder to treat recurrent tricuspid regurgitation after triclip - the article presented a case study evaluating the use of a septal occluder to treat recurrent tricuspid regurgitation after transcatheter tricuspid edge-to-edge repair (tteer). Devices mentioned include two triclip xtw. The article concluded that use of septal occluder to treat recurrent tr after tteer was successful. [The primary author and corresponding author was dr neil p. Fam at st. Michael¿s hospital, ontario, canada with corresponding email: neil.fam@unityhealth.to. The time frame of the study was one year after tteer intervention which occurred on an unknown date. Peri and post-procedural complications included recurrent tricuspid regurgitation, heart failure, dyspnea, hospitalization, unexpected medical intervention.

Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported recurrent tr, heart failure, and dyspnea were unable to be determined. The reported patient effects of tricuspid regurgitation, heart failure, and dyspnea, as listed in the triclip system instructions for use, are known possible complications associated with triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Literature attachment: article title: use of a septal occluder to treat recurrent tricuspid regurgitation after triclip.